Manufacturer narrative:
(B)(4). Film evaluation: a review of non-contrast CT's 14 years post-implant revealed that an aneurx stent graft system was implanted in the patient. The bifurcate was positioned just below the renal arteries. Both the left and right kidneys appeared atrophied. The suprarenal neck was aneurysmal; ~4cm diameter at the level of the sma. The proximal stent graft od was ~28mm and appeared to have marginal contact with the proximal neck. The contra limb was positioned distally into the proximal left common iliac artery. The distal end of the right/ipsi limb was angulated ~90 deg posteriorly and was within the aaa sac; not within the rcia. The aaa max diameter was 6.2cm. As these were non-contrast images no endoleak could be confirmed; however, it is likely that there was a distal type I endoleak due to the lack of a right limb seal. The distal right stent graft od measured 16mm and the right common iliac artery ranged from ~ 23 ¿ 16 mm in diameter and was calcified. The stent graft patency could not be assessed, and no other obvious stent graft issues were observed. The cause of the reported distal type I endoleak from the right common iliac artery could not be determined from these non-contrast images. The anatomy at implant and earlier post-implant films were not available for review and comparison. It is possible that this was caused by disease progression; iliac artery dilatation and calcification.

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of a 50 mm in diameter abdominal aortic aneurysm. A follow up CT revealed that the ipsilateral limb of the bifurcated stent graft on the right side is in the aneurysm sac resulting in a distal type ib endoleak. The patient will be monitored. The physician does not know the cause of the event. No clinical sequelae were reported and the patient is fine.